Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument clip didn't close. There was no consequence to the pt.